Event description:
It was reported that the 6600 system was down. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Could not identify a problem with the system. The system was tested and found to be working as intended and placed back into service.